Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2001. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent cystoscopy, posterior colporrhaphy and perineorrhaphy on (B)(6) 2001 and a sling was implanted. The patient continues to experience back pain, dyspareunia and stress urinary incontinence. No additional information was provided.